Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced extra-cardiac stimulation from the left ventricular lead. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was capped and replaced. No further information was available.

Event description:
New information received on 10/8/2018 indicated that the patient had been experiencing phrenic nerve stimulation in every programmed setting for years. The lead was replaced during a routine generator change procedure.

Event description:
New information received on (B)(4) 2019 indicating that the patient was stable post procedure.